Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.